Manufacturer narrative:
(B)(4).

Event description:
The recipient's electrode array was reportedly only partially inserted in the cochlea. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
(B)(4). The external visual inspection revealed minor cuts on the silastic overmold of the antenna coil prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The device passed all of the electrical tests performed. The residual gas analysis test was compromised during the failure analysis process. This device was explanted for medical reasons. The device passed the tests performed. However, the residual gas analysis test was compromised while attempting to measure internal gas composition. Based off of dye penetrant testing, internal visual inspection and the presence of moisture getter, it is determined that this device was hermetic. This is the final report.

Manufacturer narrative:
Add'l info.